Manufacturer narrative:
The device has not yet been received by the manufacturer. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that black moisture was noticed inside the battery holder. A sample was taken and tested negative for proteins. There was no patient involvement and no allegation of adverse consequences associated with this event.